Event description:
The device was received at the third-party service center for preventive maintenance. There was no patient involvement, and no harm or injury reported. On evaluation, there was an occurrence of an error code that indicates the internal battery cannot be detected. Evaluation reported that the internal battery and the external detachable battery were both missing from the device. Evaluation reported the system printed circuit assembly was defected and was replaced in response to the error code. An internal lithium-ion battery and an external detachable battery were installed due to being missing. Due to 4-year preventive maintenance, the muffler assembly, air foam inlet filter and particulate filter were replaced. The device passed functional testing and met acceptance criteria in for the maintenance and repairs performed. The device was returned for use.